Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
(B)(4).

Event description:
Update may 02, 2017: legal medical records received. In addition to what was previously alleged, it was reported that the patient inhibited from doing activities of daily living, had headaches and inflammation. After review of medical records for MDR reportability it was reported that the patient was revised to address elevated metal ion. On the operative notes it was reported that there was a metal staining present outside of the joint capsule. Also, culture of fluid suggesting inflammation was present ultimately, the gram stain proved negative. This complaint was updated on may 5, 2017.

Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the femoral heads the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.